Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that he was in the hospital for 15 weeks due to the pump infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that the patient's pump was due to be replaced in (B)(6) 2016. The patient stated the doctor replaced it with the 40 ml pump. The patient stated he had a "major problem" with an infection. The patient stated he had an infection from (B)(6)2016 to (B)(6)2017 and the pump had to be taken out. The patient noted it would not heal. The patient had a lump the size of a football from it. Per the patient, the pump just did not fit him. The patient stated he really missed the pump and his doctor was insisting on replacing the pump with a 40ml pump and not the 20 ml and the patient wanted to know why. No further complications were expected or anticipated.